Manufacturer narrative:
See investigation attached.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, after a right hip arthroplasty, patient was revised due to pain. Revision surgery was performed in 2018 in (B)(6). Fagg - afmps reference no: (B)(4).